Manufacturer narrative:
A ge rep evaluated the system and replaced the gib board and reloaded calibration files. System operates as intended.

Event description:
Customer reported the system is displaying communication errors. No pt injury was reported.